Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that, during implant, the implantable pulse generator (ipg) device exhibited dash marks for the atrial and ventricular impedance measurements. Implant detect was completed one day after implant and impedance measurements were repeated, but still showed no results. The device was explanted and replaced. It was also observed that the right ventricular (rv) lead exhibited occasional t-wave oversensing (twos) during post-op evaluation. The lead was removed and re-secured to the new ipg device during the ipg replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.